Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. A review of the event history log did not reveal any reload set alarms. Evaluation was also unable to reproduced a reload set alarm. Review of the event history log did reveal air in line alarms. The device was found out of specification in relation to the air in line alarms which were not reproduced. The air in line alarms were found to be caused by a failed upstream sensor. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump kept alarming for reload set. There was no known patient injury or medical intervention associated with this event. No additional information is available.